Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received; however, analysis is not complete. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted blood in the balloon guide wire lumen and hub and no contrast visible, consistent with use of the device in the anatomy. The balloon was loosely folded, consistent with inflation. No visible damage was noted to the balloon catheter and no rupture could be confirmed. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to rated burst pressure (rbp). Fluid was observed coming out of the tip. The reported leak was confirmed. Several cuts were made in the inner member and shaft in an attempt to find the source of the leak. The leak could not be located. Scanning electron microscopy analysis of the device showed the source of leak to be in between the inflation and guide wire lumen near the tip. The wall was noted to be thinned in the area of the leak. A strand appearing to be a hair ran through the location of the leak and along the thinned area of the lumen. A review of the finished product lot history record revealed no nonconforming material records associated with this lot. A query of the complaint handling database revealed no other incidents reported for this lot.

Event description:
It was reported that during pre-dilatation in the superficial femoral artery, the fox cross balloon was inflated to 6 atmospheres; however, pressure began to drop. The device was removed from the anatomy and a small rupture was seen at the distal tip of the balloon with contrast leaking. Another same size fox cross was used to complete pre-dilatation successfully. There was no adverse patient effect and no clinically significant delay in the procedure. Though requested, no additional information was provided.